Manufacturer narrative:
It was reported that during a tka, the securing pin broke off of the cutting block and became stuck in the femur. All fragments were removed from the patient and procedure continued with the same device, with a delay of less than 30 minutes and without injuries. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files that the reported failure was documented appropriately. No medical documents were received for investigation. Since no patient harm is alleged, therefore no further medical assessment can be performed at this time. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
It was reported that during a tka, the securing pin broke off of the cutting block and became stuck in the femur. All fragments were removed from the patient and procedure continued with the same device, with a delay of less than 30 minutes and without injuries. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As lot information was not made available, device history record review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files that the reported failure was documented appropriately. No medical documents were received for investigation. Since no patient harm is alleged, therefore no further medical assessment can be performed at this time. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery, while inside the patient, the cutting block had a pin broken off of it. All fragments were removed from the patient and procedure continued with the same device, with a delay of less than 30 minutes and without injuries.

Manufacturer narrative:
H3, h6: it was reported that during a tka, the securing pin broke off of the cutting block and became stuck in the femur. All fragments were removed from the patient and procedure continued with the same device, with a delay of less than 30 minutes and without injuries. The device, used in treatment, was returned for evaluation. A visual inspection of the returned device shows one pin has broken off, and it is not returned. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files that the reported failure was documented appropriately. No medical documents were received for investigation. Since no patient harm is alleged, therefore no further medical assessment can be performed at this time. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.